Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a broken kinked hypotube. Hypotube break proximal section, 24.5cm from distal end of the strain relief, middle section 59 cm long, distal section 59.3cm long. Multiple hypotube kinks on all 3 pieces of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-feb-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed, 28x2.75, eccentric, de novo target lesion containing a >=90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After the lesion were crossed with a 3.5 6f non-bsc guide catheter and guidewire, a 28 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed hypotube detach.